Event description:
Customer reported an issue where their blood glucose level was displayed as "high" but specific values were not known. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump and was instructed to perform a supplies/system check by examining various components such as the infusion site, needle, cannula, and tubing. No issues were observed, and the customer was advised to replace supplies if necessary and resume insulin therapy, with a request for follow-up assistance if needed.